Event description:
In 2005 patient had a breast implant on both breast. Two weeks after implant, patient start to develop symptoms in her left breast, which include breast pain, breast discharge, and abdominal pain. A year later patient started to experience pain in her right breast. Patient stated that she has been in and out of the emergency room with no results. Patient stated that she is currently experiencing memory loss, speech problems, nerve pain, leg and arm pain. Patient became very sick that no one seems to know what is wrong with her until recently. On (B)(6) 2019, her doctor ran a culture from her left breast discharge and the result came out to be aerobic bacterial acinetobacter-lwoffii. Pt stated this diagnosis is as a result of the content in her implant. She said both breast are now ruptured, and the right breast is now smaller in size than the left side and still leaking into her body.